Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for routine follow-up. Upon interrogation, the pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was recovering.

Manufacturer narrative:
Correction - h6 - investigation findings code should be software problem identified rather than energy storage system problem

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. As received, the device was near elective replacement level. Final analysis found that false eri had been triggered prior to the actual eri. The device exhibited a high current drain due to increased pacing, consistent with an anomalous condition associated with the cyber security upgrade.